Event description:
It was reported that during an implant procedure, the patient experienced atrial and ventricular tachycardia, asystole and heart block due to the right ventricular lead. The physician was unable to get stable placement with acceptable threshold and repositioned the lead multiple times. It was also noted the patient's potassium level was 8.8 millimoles the morning of the procedure and 4.2 millimoles the previous morning. The lead was implanted and the patient was sent to recovery in the intensive care unit (ICU) on an amiodarone drip. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).